Event description:
Three pts were involved in this incident. Three false positive results reported on clearview hcg pregnancy test. Serum hcg concentration was <2 miu/ml for all three pts on the same day as the clearview test was done on pt's urine. No urine samples are available for testing. No used devices were returned. Treatment was delayed in all cases but death or serious injury did not occur.

Event description:
Three pts were involved in this incident. Three false positive results reported on clearview hcg pregnancy test. Serum hcg concentration was <2 miu/ml for all three pts on the same day as the clearview test was done on pt's urine. No urine samples are available for testing. No used devices were returned. Treatment was delayed in all cases but death or serious injury did not occur.

Event description:
Three pts were involved in this incident. Three false positive results reported on clearview hcg pregnancy test. Serum hcg concentration was <2 miu/ml for all three pts on the same day as the clearview test was done on pt's urine. No urine samples are available for testing. No used devices were returned. Treatment was delayed in all cases but death or serious injury did not occur.